Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed. The ultrasonic image was weak and almost absent due to the floating of the ultrasonic probe surface (rubber). There were gaps and air inside and the ultrasonic propagation in the air was weak. Evaluation also found the inner braids of the bending section was wrinkled, the insertion section was scratched, and the ultrasound probe had a cut. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was no ultrasound image with the evis lucera ultrasound gastrovideoscope. The issue was found during regular maintenance. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reporters title is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was attributed to a cut on the surface of the probe causing improper ultrasound image. The cut was likely caused by handling. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: "warning - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.